Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. An olympus field service engineer (fse) was dispatched to the user facility and confirmed the reported issue. The subject device will be sent back to olympus for further evaluation and repair. A review of the device history record found no deviations that could have caused or contributed to the reported issue. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause linked to the device but unable to trace more specifically. Three attempts were performed to obtain additional information, but no response was received from the customer. Olympus will continue to monitor field performance for this device.

Event description:
It was reported during routine inspection, the camera head's laptower screen was flickering and showing error message e226 scope communication error. No reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted, when the investigation is completed or if additional information becomes available.

Event description:
It was reported, the camera head's laptower screen was flickering. And showing error message e226 scope communication error. No reports of patient harm.